Manufacturer narrative:
Device evaluation: visual analysis identified an opening and red encapsulation.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the posterior, underweight, red particles on the shell, and crease flat. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. Rupture confirmed by CT scan and MRI. This relates to the left side. The device has been explanted.